Event description:
Device's audible alarm is no longer working. Pt's blood glucose was not affected and no treatment was received. At the time of the report, pt had already switched to pt's back-up device.